Event description:
Per info received from the operative report: one aortic leaflet was fixed in place with massive pannus. The valve was explanted and replaced with a sjm valve. The explanted valve is not being returned to sjm for evaluation.